Manufacturer narrative:
The cause of the patient¿s arthroscopic procedure cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition of arthrofibrosis and osteophytes. There is no allegation of malfunction or wear of the implanted knee devices. These devices are used for treatment not diagnosis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient had a left total knee arthroplasty. Subsequently, sixteen (16) years, four (4) months later, the patient experienced painful scar tissue and bony overgrowth status post left total knee replacement. As a result, the patient underwent an arthroscopy procedure to remove the scar tissue and bony overgrowth with debridement. It was reported by the surgeon there was no intraoperative complications. No additional information is available.